Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experience blood pressure increase and a drop in heart rate below 65 beats per minute. The patient also reported that the implantable pulse generator (ipg) was reprogrammed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.